Event description:
A report was received that the patient was experiencing increased pain and irritation at the incision site. The physician noted a mild superficial erythema suggestive of a mild rash or reaction to the adhesive surrounding the ipg pocket wound, which was treated with a medication (cipro). The patient was also known to have a damaged battery after she had a non device related surgical procedure. The slow decay noted in the bsn representative¿s telemetry confirmed the damage. The patient will undergo an ipg replacement procedure.